Event description:
According to the reporter, during a thoracoscopic partial resection of the right upper lobe, at the time of the third firing of the partial resection, the firing could not be done at all. It was noted that the user was able to press the green button and the jaw was completely closed. The staple came out around the proximal side of the cartridge jaw. A new reload and the same handle were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap,(lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.